Manufacturer narrative:
A review of lot c318 was conducted. There were no nonconformances associated with this lot. The lot met release requirements. Trends have been reviewed for this complaint category and no trends have been detected for pulmonary embolism. The assessment is based on information available at the time of the investigation. No product was returned for investigation. There is no evidence instrument did not function as intended. This report is due to the hospitalization of the patient. (B)(4).

Event description:
Customer called on thursday, (B)(6) 2014 to discuss treating a patient on cellex after being treated and discharged from the hospital for pulmonary embolism last week. Customer explained that the patient had ecp treatment on (B)(6) 2014 using his right arm both days for a double needle peripheral access (antecubital 17g apheresis needle and cephalic vein of the hand 20g angiocath), patient was given ice and hot packs for an older peripheral access (antecubital) point that was still bruised with a hard lump just under the skin during the ecp treatment on (B)(6). The bruise and lump cleared by the following day's ecp treatment on (B)(6). Patient was not feeling well over the next couple of days, feeling run down, patient went to the hospital monday, (B)(6) 2014 and was diagnosed with blood clots in his right arm that were also found in the patients lungs, the patient was admitted and given heparin drip and oral coumadin. The patient is still taking oral coumadin and giving himself low molecular weight heparin shots in the abdomen. Css advised the customer on (B)(6) 2014 to discuss with the patients provider what appropriate doses and ratio to set the anticoagulant prior to starting any ecp treatment.